Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient's right hip was revised due to a cup screw being too long. As we removed our liner to expose the shell in order to remove a screw that was too long. The dr. Decided that we were going to lengthen our patients leg by using a new head with increased offset and a new mdm insert.